Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg;/dl. The customer stated that the numbers were scrolling up by themselves and buttons are not responding now. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No unexpected numbers scrolling during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.